Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was obtained: what is the procedure date and event date? (B)(6) 2020. What tissue was being approximated or sutured when it broke? Vagina cuff. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2020 and barbed suture was used. While sewing the vaginal cuff, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.